Event description:
During a ptca treatment procedure, the maverick2 monorail 15/2.0 mm balloon ruptured under nominal pressure on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was located in the mid left anterior descending coronary artery. The maverick2 monorail 15/2.0 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.